Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and blank display. The customer¿s blood glucose level was 464 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.